Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection reveals that one of the lens haptic was detached and bent. Also, the lens returned cut off and one small part is missing near the haptic hole detached. Small particles that appear to be viscoelastic (ovd) were observed on lens. Visual inspection also revealed surface residuals on the lens that could be related with the handling the lens in a non-sterile environment. Based on the investigation the probable cause of the condition of the lens could be associated with the handling technique. The cartridge was returned to the manufacturer. Visual inspection at 10x magnification showed a deformed cartridge tip. Further evaluation could not be performed due to the condition of the returned device. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported to the amo sales representative that while inserting the intraocular lens (iol) into patient's right eye, haptic sheared off as it exited the chamber of the cartridge. It was noted that silver pscst30 cartridge, lot cp01054 and silver insertion system, serial number (B)(4) used cause override on the optic for z9002 lens and led to lens/implantation issues. Incision had to be enlarged to use lens cutters to remove the iol. A new replacement lens of the same model (diopter and serial number were not provided), was placed without incident during the same procedure. Patient was reported to have recovered and outcome does not significantly interfere with the activities of daily life. No further information has been provided.

Manufacturer narrative:
(B)(4) - incision enlargement.override of iol with insertion system.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: it was noted that rear haptic was missing and lead haptic was bent. Lens cutter was used to remove the lens. (B)(4). Device evaluation: a review of the manufacturing records for serial number (B)(4) showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results show a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. A review of the manufacturing records for lot cp01054 showed no deviations or nonconformities. The documentation showed that all manufacturing operations were in compliance. All results were within specification. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.